Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported he experienced syncope for an unknown reason and was hospitalized. Boston scientific technical services (ts) referred the patient to their clinic. No further infomation was available. The implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.